Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The header bag was returned as well. No other components of the device were returned for evaluation. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis at the tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually tried to be moved into the forward lock position; however, it was not possible. Some force was applied to separate the components and at this time, the carrier tube slid out and the anchor was caught in the hemostasis valve of the sheath. No more testing was possible since the anchor and collagen became stuck in the valve and was unable to be removed or re-situated. Dry lumps of blood like substance was observed on the carrier tube assembly just below the device cap, which could have caused the difficulties encountered during the functional test. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that pieces were missing from angio-seal device. The string and tamper tube were not there when they tried to deploy. They followed proper deployment procedures. They took an angio of the leg to make sure nothing was deployed, and it came back negative. Manual pressure was applied with a successful outcome for the patient. The outcome of the procedure was good. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 20may2020. The procedure being performed was a left heart catheterization. The patient condition was reported to be fine.